Event description:
It was reported to philips that the system would not expose. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in the start of the planned coronary non-emergency treatment when the issue happened, and it was completed by using intravascular ultrasound. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not expose. Review of the log file showed an error "ippc post failed". Upon troubleshooting, the fse found that the ippc hard disk had failed. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve the issue, the fse bypassed the hard disk. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.